Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/11/2019. Additional information was requested and the following was obtained: what is the specific number of devices (total qty actually involved with reported issue) that failed during this one event report/procedure ? 2 was it only 1 needle suture device with issue and 2 being returned? One actual sample will be returned back and another representative sample will be returned back for double check too. Additional h3 investigation summary: an unopened sample of product code vcp433, lot mgk372 was received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no pull off suture needle was found, and the tested sample met the finished goods requirements. Note: events reported via mw 2210968-2019-82678 and 2210968-2019-82681.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mgk372 number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the specific number of devices (total qty actually involved with reported issue) that failed during this one event report/procedure ? Was it only 1 needle suture device with issue and 2 being returned?

Event description:
It was reported that the patient underwent a resection of perianal abscess procedure on (B)(6) 2019 and suture was used. The needle pulled off the suture when sewing on skin. Another device was used to complete the procedure. There were no patient consequences were reported. No additional information could be provided.